Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2023. During the procedure, it was noted on fluoroscopy that the helix of the intended right ventricular lead failed to extend while maneuvering in the patient¿s body. Upon removing the lead, it was noted that the helix would not extend when rotating clockwise. The lead was then rotated counterclockwise until the lead was able to move freely. The physician also noted that he body of the lead appeared twisted. The lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to extend helix was confirmed while the reported event of material twisted and bent was not confirmed. Final analysis found that as received, a retracted complete lead was returned in one piece. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. X-ray inspection found that the inner coil was over-torqued at the connector region that is consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. However, no shorting was noted. The cause of the reported event was isolated to the over-torqued inner coil and the helix being clogged with blood and tissue.